Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. No unexpected insulin flow blocked alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 666 mg/dl. Customer reported other blood glucose values were 417 mg/dl and above 600 mg/dl. The customer experienced symptoms such as thirsty and felt very sick. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip and fluid. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.